Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The monitors were replaced and adjusted. The system was tested and is operating as intended.

Event description:
The customer reported that the images on the 9800 system were dark. No patient injury was reported.